Event description:
This lead was returned with oos documentation from biotronik representative mitch sava. Per the oos, there was noise on the ventricular channel; the lead was removed with laser. The lead ws cut between the tie down and the trifurcation by ep.